Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of myocardial infarction, cardiac arrest, and death are listed in the xience sierra everolimus eluting coronary stent systems instructions for use of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2019, the patient had cardiac arrest twice while being transported to the hospital. Once at the hospital, a percutaneous coronary intervention (pci) was performed that day. A 4.0x23mm xience sierra stent was implanted in an unspecified coronary artery, without reported issues. Reportedly, post-procedure, the patient was doing fine. On (B)(6) 2019, the patient was discharged from the hospital with prescribed brilinta. Reportedly, the physician stated dyspnea was part of the medication (brilinta) side effects. The patient had dyspnea after discharge but assumed it was a medication side effect. Hours after returning home, the patient had a myocardial infarction and went into cardiopulmonary arrest three times. Emergency personnel were called. Cardiopulmonary resuscitation (CPR) was performed and medications provided. The patient expired that day. No autopsy was performed. No additional information was provided regarding this issue.